Event description:
A report was received that the patient was having difficulty charging. A bsn engineer confirmed that the ipg exhibits premature battery depletion.

Manufacturer narrative:
Additional information received indicated that the patient has decided to proceed with an ipg revision.

Event description:
A report was received that the patient was having difficulty charging. A bsn engineer confirmed that the ipg exhibits premature battery depletion.

Event description:
A report was received that the patient was having difficulty charging. A bsn engineer confirmed that the ipg exhibits premature battery depletion.

Manufacturer narrative:
Device analysis confirmed the complaint. The ipg passed all the functional tests, however it exhibited excessive battery depletion due to high current leakage. The device characteristics seems to have changed just prior to the implant. The source of leakage was found to be either analog or digital ic. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top.